Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic gyn procedure, the device's tip of shaft melted. There was no patient injury reported.

Manufacturer narrative:
Correction: evaluation aummary post market vigilance (pmv) led an evaluation of one device. Pmv found that the distal end of the sleeve was burnt and charred away. Engineering found that the device was consistent with a unit that was subjected to mishandling or improper use. Records from each m anufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when device is subjected to improper use where the electrode and/or tip contact conductive irrigation fluid or the uninsulated portion of other laparoscopic devices. Such contact may then compromise the discharge of energy from the electrode resulting in the generation of sparks and possibly cause melting of the sheath in that area. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic gyn procedure, the device's tip of shaft melted. They used another device to complete the case and resolve the issue. There was no patient injury.